Manufacturer narrative:
(B)(4).

Event description:
It was reported that pain or discomfort occurred. The wearable was inserted into the arm on (B)(6) 2025. On the same day, it was reported that the patient was experiencing a lot of pain after new sensor was inserted. The patient's spouse removed the sensor but the patient was still experiencing pain after few days and decided to go to his doctor with his wife on (B)(6) 2025. The doctor prescribed prednisone tablets oral. At the time of the report the patient was still experiencing pain and will schedule on going back to his doctor. No other details were documented. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.